Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, an e103 error and a lamp light-up failure were observed due a faulty converter. In addition, front panel damage was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported that the visera elite xenon light source power supply indicator is off. The event occurred during preparation for use, prior to a therapeutic hysteroscopic procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. During a standard service inspection of the customer returned device, an e103 error and power unit failure were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿power switch did not light up¿ was not duplicated and a root cause could not be identified. Additionally, an ¿e103 error code¿ was observed during evaluation as well as ¿the main lamp not lighting up¿, and they were determined to be due to a faulty convertor. It is unknown if this was related to the reported phenomenon or not. Other incoming inspection finding: damage on the front panel. Olympus will continue to monitor field performance for this device.